Manufacturer narrative:
The sample was returned and is pending evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes availabe.

Event description:
The facility reported that a fiber was observed in a patient's surgical wound at the two week post operative visit. The patient was returned to the operating room and the fiber was removed. Additional information has been requested, to date no follow-up information has been received.